Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices cont: 4592-53 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted with oversensing/artifact during high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.